Event description:
It is reported that the end-user complained of a very sore area of skin around a leg ulcer and an allergic reaction was reported at the product contact layer. The surrounding skin was reported as red.

Manufacturer narrative:
On july 29, 2014 the nurses reported "using idoflex - long term pt", allevyn, idoflex, and aquacel foam. (B)(6) was cultured on a swab. On (B)(6), 2014, slight maceration was seen from the idoflex so aquaflex ag foam adhesive was used. It was reported the end-user experienced an allergic reaction at the product contact site. As treatment, actiseal alginate dressing was applied as the primary dressing, cosmopor e was applied as the secondary dressing and sorbaderm was applied to the "really sore skin". The dressing was in place for one week at the time of this report. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. A return sample for evaluation is not expected. The lot number was not provided. Should additional info become available, a follow-up report will be submitted. (B)(4).